Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was an area of in-stent restenosis (isr) located in the mildly tortuous and mildly calcified left subclavian vein. A 10.0mmx40mmx135cm (5f) sterling balloon catheter was advanced for dilatation. However, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.